Manufacturer narrative:
Based on the review of the x-ray views provided to abbott, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
During a routine device replacement, fluoroscopy revealed externalization on the right ventricular lead. All electrical parameters were normal and stable. The lead was capped and replaced and the patient was stable.